Event description:
Pt was admitted to home health svc on 12/11/98 with a PICC line in place, epr IV nurse from where the line was inserted on 11/27/98. The line's length was 24 inches, 23 inches externally; not cut. Redressed on 12/10/98, no problem noted at that time. Pt transferred to facility on 11/30/98. Staff nurse noted that the PICC line was cracked above the adapter hub; insertion site non-red, non-tender, line discontinued. A #20 gauge quick catheter inserted into right cephalus.